Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back from wearing the lifevest. The patient reported that skin irritation was red, itchy, and bleeding from scratching it. There was no alleged device malfunction contributing to the irritation. The patient went to the emergency room and discontinued use of the lifevest. The patient reported that she was prescribed an antibiotic cream and pain reliever for the irritation. Follow up indicated that the skin irritation is improving.